Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system and found that the system does not have power to flex vision monitor found issue with fuse number 13 and found that monitor was blowing. To resolve the issue, fse replaced monitor. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.